Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: neocuspidization versus bioprosthesis in surgical replacement of the aortic valve: a propensity-matched comparative analysis of immediate and mid-term outcomes. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "neocuspidization versus bioprosthesis in surgical replacement of the aortic valve: a propensity-matched comparative analysis of immediate and mid-term outcomes", was reviewed. This research article is a retrospective single-center experience to evaluate the immediate and mid-term outcomes of aortic valve neocuspidization (avneo) with surgical aortic valve replacement using a bioprosthesis (biosavr) to determine if neocuspidization can overcomes limitations of current techniques. The devices included in this study were epic and braile. The article concluded that immediate and mid-term avneo quality outcomes were comparable to those of biosavr. Transvalvular hemodynamics were better and the incidence of post-procedural aortic stenosis was lower after avneo, supporting the recommendation of this procedure for recurrent aortic regurgitation (ar) and aggressive prosthetic valve endocarditis prophylaxis. [The primary and corresponding author was illia nechai, department of adult cardiac surgery, heart institute, ministry of healthcare of ukraine, str. Bratyslavska 5a, kiev 02660, ukraine, with corresponding e-mail: nechayip97@gmail.com.] This study included identical patient pairs who received av neo or underwent biosavr from 01 december 2016 to 31 december 2023. A total of 264 patients were included in the study of which an unknown amount received an abbott device. The average age of the aortic valve neocuspidilization (avneo) group was 70.25 years. The average age of the surgical aortic valve replacement with bioprosthesis (biosavr) group was 69.43 years. The majority gender was male. Comorbidities included aortic stenosis, arterial hypertension, diabetes, thyroid diseases, chronic kidney disease, hepatic disease, atrial fibrillation, lung disease, peptic ulcer, and neurological events.

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with multiple co-morbidities including aortic stenosis, arterial hypertension, diabetes, thyroid diseases, chronic kidney disease, hepatic disease, atrial fibrillation, lung disease, peptic ulcer, and neurological events. Complications reported included renal failure, heart block, post-operative wound infection, atrial fibrillation, surgical intervention (permanent pacemaker), unexpected medical intervention (medication required), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: neocuspidization versus bioprosthesis in surgical replacement of the aortic valve: a propensity-matched comparative analysis of immediate and mid-term outcomes. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "neocuspidization versus bioprosthesis in surgical replacement of the aortic valve: a propensity-matched comparative analysis of immediate and mid-term outcomes", was reviewed. This research article is a retrospective single-center experience to evaluate the immediate and mid-term outcomes of aortic valve neocuspidization (avneo) with surgical aortic valve replacement using a bioprosthesis (biosavr) to determine if neocuspidization can overcomes limitations of current techniques. The devices included in this study were epic and braile. The article concluded that immediate and mid-term avneo quality outcomes were comparable to those of biosavr. Transvalvular hemodynamics were better and the incidence of post-procedural aortic stenosis was lower after avneo, supporting the recommendation of this procedure for recurrent aortic regurgitation (ar) and aggressive prosthetic valve endocarditis prophylaxis. [The primary and corresponding author was illia nechai, department of adult cardiac surgery, heart institute, ministry of healthcare of ukraine, str. Bratyslavska 5a, kiev 02660, ukraine, with corresponding e-mail: nechayip97@gmail.com.] This study included identical patient pairs who received av neo or underwent biosavr from 01 december 2016 to 31 december 2023. A total of 264 patients were included in the study of which an unknown amount received an abbott device. The average age of the aortic valve neocuspidilization (avneo) group was 70.25 years. The average age of the surgical aortic valve replacement with bioprosthesis (biosavr) group was 69.43 years. The majority gender was male. Comorbidities included aortic stenosis, arterial hypertension, diabetes, thyroid diseases, chronic kidney disease, hepatic disease, atrial fibrillation, lung disease, peptic ulcer, and neurological events.